Manufacturer narrative:
(B)(4) captures the device reprogramming. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock for atrial fibrillation (af) with rapid ventricular response (rvr). The patient had previously received an inappropriate shock due to atrial flutter. Following the most recent inappropriate shock the ventricular fibrillation (vf) zone was increased. No adverse patient effects were reported.